Manufacturer narrative:
During a pick-up of the citadel bed due to expiration of the rental period it was observed a distance between the retaining clip assembled on subframe spigot and bearing assembled into radius arm. The radius arm did not detach from the bed¿s frame and the gap did not cause collapse of any part. The facility staff did not indicate any problem related to the operation of the arjo product. No injury or other medical consequences were reported. The simulations carried out by the manufacturer showed that two potential situations can lead to an unacceptable distance and consequently to radius arm detachment. The first one when the backrest is blocked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limits, then the bed is gently pulled by the foot section of the bed. And the second one when the obstacle is put between the base frame and radius arm. Based on testing results, it can be concluded that the reported malfunction (unaccepted distance) itself cannot lead to the radius arm detachment and bed collapse and cannot compromise a patient¿s safety if one of the mentioned scenarios does not occur. Based on the limited information gathered it cannot be clearly confirmed in which circumstances the distance occurred. In summary, the citadel bed did not meet the manufacturer¿s specification. There was no indication regarding patient involvement at the time the malfunction occurred. The complaint decided to be reportable in abundance of caution due to the fact that the unaccepted distance under specific circumstances (described in the section above) may lead to the radius arm detachment and bed collapse.

Event description:
During a pick-up of the citadel bed due to expiration of the rental period it was observed a distance between the retaining clip assembled on subframe spigot and bearing assembled into radius arm. The radius arm did not detach from the bed¿s frame and the gap did not cause collapse of any part. The facility staff did not indicate any problem related to the operation of the arjo product. No injury or other medical consequences were reported.